Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to fully boot. Review of the system log file confirmed the malfunction in flex vision pc as the host pc could not connect to the flex vision pc. Upon troubleshooting fse found that pedestal cable had loose connection to the system. To resolve this issue, fse replaced cables. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a geometry error, preventing booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.